Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2016, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
The manufacturer¿s representative (rep) reported they were finishing a case where the 6 and 7 electrodes were showing greater than 10,000 ohms with every contact associated with each during the final impedance check. The rep. Had the physician remove the leads from the header, wipe them down, and suction out the header block which brought electrode 6 into a normal range post-operatively, but electrode 7 stayed out of range. It was noted the 6 and 7 electrodes weren't needed for the consumer to get the stimulation they needed, and the cause of the out of range impedances wasn't determined. Following surgery the consumer was doing fine. Relevant medical history includes failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.